Event description:
It was reported the patient experienced pain at their device pocket site following a fall. It was also reported the patient fell on their right knee and experienced pain in their lower back and a stinging sensation. The patient had a programming session on (B)(6) 2012, during which the device was turned off, the patient was prescribed motrin and a sacral x-ray was ordered. It was also reported the patient never turned the stimulation back on and the stimulation was off as of (B)(6) 2013. It was reported the patient's battery and lead were explanted and the patient recovered with no injury.

Event description:
Additional information received confirmed that, as of (B)(6) 2013, the patient recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator: model 3058, serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28, lot # v501927 showed no significant anomalies.

Manufacturer narrative:
Product ID 3889-28, lot # v501927, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.